Event description:
This is report 1 of 2 for this patient. It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine every night. It is unknown in which step of therapy the past alarms occurred. The hp stated that they unplugged and re-plugged the hc back in and started over from the beginning to clear the alarm. The technical service representative (tsr) explained the alarm to the hp and advised the hp to call at the time of the alarm for troubleshooting. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.